Manufacturer narrative:
E1- customer (person): (B)(6). E3 - occupation: urologist. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ngage nitinol stone extractor was damaged. The basket was found damaged when it was opened for a left kidney retrograde intrarenal surgery (rirs). Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: h6 (annex a and annex g). Event summary as reported, an ngage nitinol stone extractor was damaged. The basket was found damaged when it was opened for a left kidney retrograde intrarenal surgery (rirs). Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One ngage nitinol stone extractor was returned to cook for evaluation in opened packaging. The yellow support sheath adjacent to the handle was observed to be broken. Basket formation appears undamaged. The handle would close basket but would not reopen due to support sheath damage. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, t_shef_rev1 was reviewed and the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for the damage to the sheath could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.